Manufacturer narrative:
It was communicated by the customer that testra has replaced existing network access points to aruba access points. After the change, the mx40s wouldn't connect to the network. After troubleshooting, the customer managed to get the mx40s connected to the network (the issue was found to be related to some dhcp vlan issues), however the mx40s were frequently dropping off. A philips remote service engineer (rse) tried reaching the customer requesting additional information. The rse contacted the customer information technology (it) personnel and requested to confirm the issues they were experiencing. The customer replied reporting that one of the radius servers appears to have an issue and when that is taken offline, everything appears to be working fine; mx40s are connected and back online. No additional information was made available. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem is unknown. The device is currently working and no other information is provided. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the all mx40 monitors are disconnected from central station (pic ix). The device was in clinical use at time of event, and no adverse event was reported.